Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl which was treated with insulin pump, discontinued pump and injection. Customer stated that insulin pump had motor error. Customer also stated that location of the leak was bottom chamber and there was leak at reservoir barrel. Customer was unable to describe the possible damage to the drive support cap. Customer did not report an motor position encoder error alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was declined troubleshoot for high and low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.